Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effect of hemorrhage is listed in the prostyle instructions for use (IFU) as potential adverse event associated with use of vessel closure devices. Based on the information provided, a definitive cause for the reported issue could not be determined. The reported patient effect of hemorrhage is a known inherent risk of the procedure. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a lower extremity interventional procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed with a prostyle device. Another prostyle was deployed successfully and the knot was advanced; however, hemostasis was not achieved as there was still pulsatile bleeding. A femostop was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.